Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes there was under-fill or low draw of a tube with blood and stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: the blood was not flowing and the entire cap came off. It became lodged in the transfer device. "The blood was not flowing and when the tube was removed from the transfer device the entire cap came off and became lodged in the transfer device." Additional information (B)(6) 2021: customer called back and explained that the blood was drawn with a syringe and attempted to transfer the blood to 363083 via a cardinal blood transfer device, 881225232, lot #203350374. The cap came off and remained in the device. There was no blood exposure. This happened only once.

Manufacturer narrative:
H6: investigation summary: 4 samples and no photos were returned by the customer in support of this complaint. The samples were functionally tested and all tubes were within specification limits. Additionally, 10 retention samples from the bd inventory were functionally tested and all tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure modes of underfill and stopper pop off because the defects were not observed in the sample and retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes there was under-fill or low draw of a tube with blood and stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: the blood was not flowing and the entire cap came off. It became lodged in the transfer device. "The blood was not flowing and when the tube was removed from the transfer device the entire cap came off and became lodged in the transfer device." Additional information 04/12/21: customer called back and explained that the blood was drawn with a syringe and attempted to transfer the blood to 363083 via a cardinal blood transfer device, 881225232, lot #203350374. The cap came off and remained in the device. There was no blood exposure. This happened only once.